Manufacturer narrative:
Additional information was received; post the diagnosis of the type a dissection on 01-dec-2022 the patient underwent intervention with the creation of an r innominate artery conduit with a 8mm non mdt graft, ascending aorta and hemi arch replacement and aortic valve suspension with cardiac surgery. It was also noted that during the index procedure in 2019 a non mdt stent was implanted in the l renal artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted for the endovascular treatment of an unknown length dissection. Two endurant limbs were also implanted on the same date. It was reported approximately 3 years post the index procedure, follow up CT revealed the patient was at risk of enlargement in the thoracic aorta. Enlargement was a risk prior to recommending tevar due to uncontrolled htn and it was reported no enlargement has been observed since intervention. 10 months later, the patient was brought to the ed from an outside facility with a headache and acute chest pain. A diagnosis of a type a aortic dissection (retrograde secondary to aortic stent). Was given. Per the cta chest report it was a type a aortic dissection with proximal extension into the aortic root resulting in small volume hemopericardium. It was also noted there was unchanged descending thoracic aortic endograft with chronic type b aortic dissection extending into the abdominal aorta. Emergent surgical consultation was requested. No additional sequelae was provided and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: product ID: etlw1624c156ee, serial/lot #: (B)(4), ubd: 22-nov-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.